Event description:
It was reported that occlusion alarms occurred. The customer would change pump supplies to address the issue. The customer's blood glucose (bg) level increased to 698 mg/dl with ketones. Ketone level identified as dangerous by healthcare provider. Customer went to the emergency room and was ultimately admitted to the intensive care unit. Customer received treatment of intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Reportedly, the customer was discharged on (B)(6) 2025. Ultimately, the customer reverted to an alternate method insulin therapy.